Event description:
On (B)(6) 2011, pt reported the down button on the infusion device is defective. This was first noticed on (B)(6) 2011. Pt has used this infusion device for a few years and boluses 5 times per day. The down button does pop up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.